Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell on the patient and were retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up to request additional information. It was confirmed that the surgeon performed a low anterior resection. The mcs tip cover accessory was inspected before use with no problem noted. A laparoscopic grasper was used to retrieve the mcs tip cover accessory. The mcs instrument did reportedly collide with other instruments. A reducer was used, and the mcs instrument was straightened upon removal. The mcs tip cover accessory and instrument were used for about an hour during the procedure. The mcs tip cover accessory was properly installed with no orange surface exposed. No lubricant was used and the installation tool was used. The surgeon continued to use the same instrument and a new mcs tip cover accessory to complete the procedure.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. Verification of the accessory product via system logs cannot be performed because accessory device product details are not captured in the system log. This complaint is considered a reportable event due to the following conclusion: it was alleged that the mcs tip cover accessory fell inside the patient during a da vinci assisted procedure. The item was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the issue to occur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of tears/torn tip cover to be related to the customer reported complaint. The tip cover was found to have tearing at the mouth. Tears are not axially aligned with the tip cover and measure 0.174" in length. The torn tip cover is likely the cause for the tip cover falling into the patient. There are no signs of thermal damage present at the end of any tears. Common causes of the failure mode tears/torn tip cover accessory are attributed to component failure. Damage to tip covers is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions that can lead to excessive wear resulting in tears.

Event description:
Refer to h10/h11 for follow-up information.